Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculation was inaccurate based on what the contact calculated. Blood glucose was 172 mg/dl. Although requested, the contact declined to perform troubleshooting with tandem technical support.